Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been at the dermatologist to have some spots removed. There was no use of a magnet. Review of data from the remote monitoring system noted the patient received inappropriate anti-tachycardia pacing (atp) therapy. Additionally, there were stored episodes of non-sustained ventricular tachycardia (nsvt) and there was pacing inhibition which exceeded two seconds. No adverse patient effects were reported.